Event description:
The customer contact reported, a cut in the ac power cord with exposed copper wires. The device was returned to the central supply department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. It was reported that after cleaning the device, the technician noted there was a cut in the middle of the ac power cord, exposing the copper wires inside. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).